Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there was an air detected in cassette warning during drain 1 of 4 during treatment. Patient also encountered a draining slowly message as well. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. It was noted that the patient line was kinked. The patient was advised to let the cycler dry out before using for another treatment. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to let the cycler dry before the next use and has had no further issues since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after stopping pd treatment. The patient said there was an air detected in cassette warning during drain 1 of 4 during treatment. Patient also encountered a draining slowly message as well. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. It was noted that the patient line was kinked. The patient was advised to let the cycler dry out before using for another treatment. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to let the cycler dry before the next use and has had no further issues since.